Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient hadn't felt stimulation for some time. Patient also experienced bad accidents and ibs had abdominal surgery for a tummy tuck and an umbilical hernia. The patient reported the increased stimulation to 8.5 on program 1 and still didn't feel it, they had increased stimulation prior to calling. Patient programmer showed stimulation was on. Patient switched stimulation to program 2 and felt it in the appropriate are at 1.0v, stated they felt it in their left hip and pelvic area. Patient was going to monitor symptoms and follow-up with their healthcare provider if they were not resolved after programs were changed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the accidents and irritable bowel syndrome (ibs) was resolved after adjusting the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient increased settings before their therapy was not working maybe a year ago or (B)(6), but their symptoms were worse. Patient had bowel leakage on and off for about 6 months and was worse the last 3 months. No further complications were reported.